Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s stimulator worked for the trial and shortly thereafter, but the new pain he was experiencing was not covered. The patient¿s new pain began around (B)(6) 2014. The patient had multiple reprogrammings, but he was having pain that the stimulator would not touch. The patient even went through a ¿stimulation holiday¿ where the stimulation was off for 2 weeks, but the pain was no different whether the stimulation was on or off. The device would be explanted. If additional information is received, a supplemental report will be sent.